Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact read about customer's receiving random occlusion alarms. The contact did not provide further information regarding the information read and had not personally received occlusion alarms.